Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The clinic informed the field that the user underwent explantation due to the lack of subjective benefit from the implant. The user was explanted on (B)(6) 2023. The user will not be reimplanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that stimulator electronics is working according to specifications. However, a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation, which very likely caused the reported issues. This is a final report.

Event description:
The clinic informed the field that the user underwent explantation due to the lack of subjective benefit from the implant. The user was explanted on (B)(6) 2023. The user will not be reimplanted.